Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 7/14/2015. The fse found the blood sampling valve (bsv) center pad was worn. The fse also found the rbc apertures were unbalanced. The fse replaced the bsv and bleached the apertures, which repaired the failing controls. The repairs were verified per established procedures. (B)(6).

Event description:
While troubleshooting a leak the field service engineer found the coulter lh 750 hematology analyzer was running high for red blood cell (rbc) while running controls. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.